Event description:
It was reported that an ilet user experienced repeated unable to proceed alerts occurring initially during the rewind step of supply changes and later at random times, consistent with a device problem of complete blockage associated with the tubing component; the user performed troubleshooting and restarts without resolution and arranged for alternate insulin therapy until a replacement device arrives. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the device problem aligned with a complete blockage traced to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.